Manufacturer narrative:
Bench repair replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) portugal. Reporter phone : (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an error for overcharge voltage protection (ovp) circuit failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that an error for ovp circuit failure had occurred. Bench repair is currently pending.